Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the turret parts (filter turret & mesh turret) led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that the operation failure was due to deterioration of the filter turret and mesh turret. The device evaluation found also found that there was wear and tear of xenon lamps. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro xenon light sources front panel was flashing. There were no reports of patient harm.